Event description:
The iab leaked into the system 97 pump. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. Event complications: unk - rptd 5/12/97. Pt's current status: unk - rpt'd 5/12/97.)